Event description:
During procedure md noted missing tip from scissors. Md removed the tip from patient's left ear without patient harm. These scissors are peel packed individually. They were only purchased two months prior to use. They are double peel packed, but prior to packing them the tips have instrument protectors on them. They were sterilized under the manufacturer's standard recommendations.